Manufacturer narrative:
Patient ID: (B)(6). This product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.0/1.5/089, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. This explant resolved the problem. The reporter stated " because the icl crystal was too low, the patient was worried about the occurrence of cataracts. After repeated communication with the doctor, the patient decided to remove the icl crystal". Cause of the event was reporter as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture, inside a microcentrifuge vial. Visual inspection found one of the haptics torn. Dimensional inspection found the lens to be within specification. H6- health effect -- impact code: 4629 to 4627 - previous code not applicable- no device revision or replacement was reported. Claim#: (B)(4).